Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing ref: 3008452825-2020-00638, 3008452825-2020-00639. During the procedure, a clinically significant delay occurred to puncture difficulties. During transseptal puncture, difficulty was noted puncturing the septum while using an sl0 sheath with a brk xs transseptal needle. A brk-1 xs needle was then obtained and when attempting to puncture the septum, the puncture remained difficult. A third transseptal needle was tried with a brk xs needle which had the same problem. A brk-1 needle was then used with a swartz introducer to perform transseptal puncture successfully. The procedure was completed with no adverse patient consequences. A clinically significant delay occurred due to these issues. When comparing the brk¿ xs transseptal needle, 71 cm to the brk-1¿ xs, there was no difference in the curves.